Event description:
It was reported that the system 9800's workstation keyboard was not responsive to selections made. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The interconnect circuit board was reseated and the malfunction could no longer be verified. The system was tested and found to be working as intended and placed back into service.